Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported "issues with the monitor alarm; a patient had a 16-second episode of sinus arrest". The device was used for monitoring at the time of the alleged malfunction. The patient had a 16-second episode of sinus arrest. No death or patient injury or harm as been reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.